Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's electronic unit's power cords were stripped and thus sparked when turning the unit on. As a result, the unit was replaced which resolved the issue.